Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose level was 126 mg/dl. The customer reverted to manual dose injection for insulin therapy.